Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) with different morphologies. Which led to the therapy being exhausted. The patient experienced anxiety. Additionally, there were concerns about the loss of capture along with high capture thresholds on the right ventricular (rv) lead. It was noted that the patient was admitted to the hospital and an x-ray was performed. The rv lead was found to be dislodged and oversensing was also observed on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.